Manufacturer narrative:
The manufacturer is conservatively reporting the event due to the unknown implant time of the device (ranging from 2 to 17 years based on the information reported on the paper). Further investigation is being conducted to retrieve additional information. If the serial numbers will be provided, the manufacturer will submit separate incident reports for each individual patient/device.

Event description:
The manufacturer was informed on this event through the recent publication "the relation of structural valve deterioration to adverse remodeling and outcome in patients with biological heart valve prostheses" by issa et al. The paper reports a single-center study to assess the association between svd, remodeling, and outcome. The conclusion of the study is that svd in aortic bioprosthesis is associated with adverse lv remodeling and adverse outcomes. Among the results presented, it is reported that n=10 reoperations occurred due to svd (prior to the follow up in 2016-2017). Among the n=327 patients that were re-examined between 2016 and 2017, n=48 patients were diagnosed with moderate to severe svd.

Manufacturer narrative:
The manufacturer attempted to retrieve additional information on this event but was unable to obtain significant updates. Based on the information received, it was confirmed that there will most certainly be considerable overlap to the 2014 data on patients operated for svd, however, giving the amount of data to retrieve and the current covid-19 crisis, no further information can be provided at this time. As such, since no serial number/model was provided, and since no device was returned for investigation, the manufacturer is unable to perform any additional investigation. Therefore, the root cause of the reported event cannot be established at this time. It should be noted that structural valve deterioration is listed as a potential adverse event in the mitroflow IFU. The event is, therefore, a known inherent risk of the device. Should additional information be provided in the future, the manufacturer will re-assess the event and provide an update to the competent authority.